Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection with sepsis. Reportedly, system extraction was due to recurrent and resistant pocket infection. There were no additional adverse patient effects reported. The rv lead was explanted.